Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was advised to switch to mdi as a backup therapy and received instructions for putting the pump into storage mode before returning it. A replacement pump was sent, and the customer was instructed to return the problematic pump using a pre-paid label within 10 days.